Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis also indicated the that impedance trend of the right ventricular pacing lead was variable and that there was an r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular lead had increased and become high and the r-wave amplitude had decreased. The lead remains in use. No patient complications have been reported as a result of this event.